Event description:
It was reported that there was non-physiologic oversensing on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Two hundred seventy four (274) ventricular sic events occurred since (B)(6) 2014. Thirteen non-sustained ventricular tachycardia (nsvt) episodes of less than 240 milliseconds v-v cycle were recorded from (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2003. (B)(4).